Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On july 27th 2020,senseonics was made aware of incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The sensor was investigated, and the issue was confirmed (sensor chemistry failure - msp ec# 1) during review of the dms logs. In-vitro qc testing showed damage to asic chip within sensor. The investigation shows the system correctly disabled the sensor due to performance failure and the system's self-test functions are working normally.